Event description:
Olympus was informed that the customer video system center is defective with a ¿scope deterction error ¿ screen just said to contact olympus¿. The customer reported no patient impact, and the reported problem was found during inspection before use. The olympus field service engineer determined the scope connector sounded broken. The product will be returned for service.

Manufacturer narrative:
The referenced device was returned to the olympus repair center. The service evaluation confirmed the customer¿s reported problem. During testing, the scope image intermittently disappeared when the connector was manipulated, due to a defective locking mechanism on the scope socket connector. Additionally, the device has external damage to the top cover, rear panel, chassis, internal cooling fan and the circuit boards (dp and cm) are visually damaged. The light output socket is worn. The investigation is ongoing; therefore, the root cause of the reported issue cannot be determined at this time. However, if additional information becomes available this medical device report will be supplemented accordingly.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the legal manufacturer's investigation, the phenomenon ¿scope detection does not work¿ was determined to have been caused by a failure and inability to lock the video connector socket. Additionally, the phenomenon ¿fan motor does not function¿ was determined to have been caused by the failure of the fan to circulate due to damage. From the indication of the repair department, it was presumed that this was caused by the damage on the fan during transport. It was recommended to replace parts, to complete adjustments, and to perform a full inspection. Olympus will continue to monitor field performance for this device.